Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pulse generator battery longevity was overestimated. There was no intervention made.